Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) to review the presenting electrogram (egm) for this patient with a left ventricular (lv) lead. Upon review, ts noted that this lv lead exhibited intermittent loss of capture (loc). Ts recommended evaluating the threshold in the clinic. This lv lead remains in service and no adverse patient effects were reported.